Manufacturer narrative:
The primary semi-constrained self-drilling screw (pn: 19-6516 ln: unk) was not returned for investigation. It was reported that the doctor observed the broken screw during routine post-op check-up. It was noted that the patient is not experiencing any symptoms and the doctor is going to monitor and revise, if problems arise. Radiographic imaging was not provided for review. With the limited information provided, it is not possible to confirm the failure reported and determine a root cause. Should orthofix receive additional information regarding this incident, the complaint will be re-opened for investigation. This is the 1st occurrence of this reported failure mode in the past 2 years out of approximately 5544 parts sold. The estimated occurrence rate is 0.02%, which corresponds to a level 1 (improbable). Without a lot number, a review of the DHR and ncmr database cannot be completed.

Event description:
It was reported that a 37 year old male patient went in for a three month follow up. On the CT scan one of the top screws appeared to be broken. Imaging is not available. The doctor stated he is going to watch the patient and revise if problems arise.